Manufacturer narrative:
The reported event was confirmed through evaluation and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. The archive data was reviewed and contained a ua 7 error message on the reported event date of (B)(6) 2018. A load characterization check was performed and identified a defective load cell. As part of routine service during testing, the device was examined and found no physical damage. After replacement of the load cell, the platform was further functionally tested to full specification and operated as intended with no further issues observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4)

Event description:
During routine testing, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. Troubleshooting was attempted by lifting the lifeband and restarting the platform; however, this did not resolve the issue. No patient involvement.